Event description:
Procedure type: vats. According to the reporter: upon removing the device, it was noticed that the black protective sheath covering of the shaft split open. It was not known if this occurred prior to inserting. No pieces disengaged or harm to the patient. A new device was opened for the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).